Event description:
Pt admitted for coronary artery angioplasty and coronary stent procedure for treatment of coronary artery stenosis. Physician unable to deploy stent; location of stent unknown, possibly embolized.